Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that the customer was experiencing difficulty charging the pump and the pump shut down unexpectedly. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to troubleshoot, however no response was received.